Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Visual evaluation found that the fitting tee on the left (waste) of the cassette was broken. Functional testing was performed and noticed that the tubing did not suction water because it could not fit in the pump correctly and move the rollers due to the damage to the fitting tee. The most likely cause of this event is excessive force, causing the fitting tee to break. This damage is indicative of misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/31/2023, it was reported by a arthrex employee via sems that an ar-6430 outflow cassette saline suction did not work. This was discovered during an unspecified time with no patient effect.